Event description:
Patient presented to the physician with the ipg moving and flipping within the pocket, causing pain. Physician brought the patient into the or, re-sutured the ipg, and closed the incision.